Event description:
It was reported that the insulin pump display was damaged in a car accident. The blood glucose reading was 5.2 mmol/l. It was reported that the driver of the other car caused the accident and that the customer was not hospitalized. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump had cracked and bleeding display glass. No functional tests could be performed due to the physical damage to the display glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.